Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d9: complainant device returned. D11: additional concomitant device reported. H6: investigation summary background: this complaint involves one (1) device. Investigation flow: power tools/calibration. Visual inspection: the torque limiting handle 80 in-lb (p/n: 299704320, lot #: gb125682) was returned and received at us cq. Upon visual inspection, normal wear was observed on the device which is consistent with device use which have no impact on the device functionality. Functional test: a functional test was performed at raynham, ma. Please refer to the following attachment "(B)(4) pd investigation report" for torque results. During torque test, the highest torque of the device measured during calibration testing was not within the specified torque ranges as per the manufactured. Hence, the torque test failed high. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed. -expedium verse-torque limiting handle assembly. Complaint was confirmed. The device received failed in calibration testing. Hence, confirming the allegation. Investigation conclusion: the complaint condition is confirmed as the torque limiting handle 80 in-lb (p/n: 299704320, lot #: gb125682) failed high in calibration test. There is no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. The potential cause could be due to device maintenance. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H6: device history lot: a review of the receiving inspection (ri) for verse 3in1 driver, torque wr was conducted identifying that lot number gb125682 was released in a single batch. Batch1: lot qty of (B)(4) were released on 13 may 2020 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history batch null, device history review the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is (B)(6). The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date that the torque was measured before sending it to the hospital and discovered it was malfunctioning. It was unknown how and when it occurred. There was no procedure and patient involvement. This complaint involves one (1) device. This report involves one (1) unk - drill bits: trauma. This is report 1 of 1 for (B)(4).